Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be filed with additional information.

Event description:
It was reported that on (B)(6) 2026, a patient presented with grade 4 degenerative mitral regurgitation (mr) for a mitraclip procedure. During the procedure, a mitraclip was advanced within the patient. The clip was tested for the gripper actuation. It was identified that one of the grippers were unable to actuate. Troubleshooting was performed unsuccessfully. The clip was removed from the patient and a replacement mitraclip was successfully implanted. The final mr was reduced to grade 1. There were no adverse patient effects or clinically significant delays reported.